Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The target lesion with a tight bend was located in a mildly tortuous and moderately calcified coronary artery. After a non-bsc guide extension catheter was advanced and multiple dilatations were performed using four bsc balloon catheters, one of which is a 2.5 x 15 emerge balloon catheter, a 2.50 x 24 synergy ii drug-eluting stent was advanced but failed to cross the lesion. Subsequently, it was noted that the stent struts were lifted up and the shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.